Event description:
The pt reported receiving occlusion error messages on her insulin infusion device during bolus delivery. She stated when she receives the messages, she changes her infusion headset and has noticed the cannula is bent. She stated she currently does not have an occlusion message and did not keep any of the headsets at issue. Insertion techniques were reviewed with the pt and an insertion device and sample infusion sets were sent. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.